Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, closing of the mynxgrip vascular closure device (vcd) failed, hemostasis wasn¿t perfect. There were no reported patient injuries. The device has been returned for analysis. Additional procedural details were requested but are unknown. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open. The advancer tube, sealant, and sealant sleeve were observed to have remained in the manufactured position which indicated that the returned device may not have been inserted into an existing procedural sheath during the procedure. The syringe was not connected to the device, and the procedural sheath was not returned with the device. During functional analysis, the shuttle down procedure was simulated and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU. Leak testing was performed on the balloon of the returned device. The balloon could only be partially inflated due to the device lumen was clogged with the dried contrast in saline solution. A product history record (phr) review of lot f1824103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the information available and the condition of the returned device, the failure reported as ¿sealant - failure to achieve hemostasis¿ could not be confirmed, and the root cause could not be conclusively determined. The condition of the returned device does not match the description of the reported complaint as the advancer tube, sealant, and sealant sleeve were observed to have remained in their original manufactured position. The returned device performed as intended per the mynx instructions for use (IFU). Although not intended as a mitigation, the mynx IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. According to the IFU, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. However, if additional information is received, the file will be re-opened to process accordingly.

Manufacturer narrative:
(B)(4). As reported, closing of the 6/7f mynxgrip vascular closure device (vcd) failed, hemostasis wasn¿t perfect. There were no reported patient injuries. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review of lot f1824103 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant inability to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anti-coagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the device from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, closing of the mynxgrip vascular closure device (vcd) failed, hemostasis wasn¿t perfect. There were no reported patient injuries. Additional procedural details were requested but are unknown.